Manufacturer narrative:
(B)(4), control pump fgs iz, device incontinence mechanical/hydraulic. (B)(4), balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. No information about the patient outcome is available at the moment. Additional information was requested. Additional information was received. Patient experienced recurring incontinence. All components were removed and replaced. A new 4.0 cm cuff was implanted distal to previous cuff. No adverse patient effects.